Manufacturer narrative:
The device was evaluated at the customer site. The reported issue was not reporduced. All performance and functional tests associated with the reported issue passed.

Event description:
The device user reported that the recirculation pump sporadically stopped working during the perfusion. The device user noted that it had been running during the perfusion with no problems and suddenly stopped working. Initial troubleshooting was unsuccessful at resolving the issue. The device user stated that the liver had been oozing throughout the duration of the perfusion. The recirculation pump issue was resolved by stopping and restarting the device. Subsequently, the pump went into low reservoir mode. The volume slowly increased and the device stabilized. Later, message code 300 (recirculating pump running continuously) appeared on device screen.